Manufacturer narrative:
(B)(6). Touchscreen malfunction is a failure experienced by the user when there is a loss of failure of touch on the touchscreen. Root cause evaluation: for complaints where the "touchscreen malfunction" was confirmed - the root cause is "impossible to define". The most probable root cause for touchscreen malfunction are as follows: the following components when defective can lead to no touch input: 12.1 touchscreen, video generator board, and video generator to touchscreen cable the defects to these parts can be caused because of excessive stress or fatigue, component reliability, and pcb reliability.

Event description:
It was reported by the customer that prior to use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The touch screen was working intermittently. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to duplicate the issue. The fse found fault code 63 repeating 4 times indicating touch screen problem. The fse replaced the touch screen assembly. Product passed all functional and safety tests per manufacturer specifications.